Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown/not provided. If implanted; give date: not applicable as the lens was not fully inserted. If explanted; give date: not applicable as the lens was not fully inserted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
The intraocular lens (iol) would not come out of the cartridge completely. The lens had partial contact with the eye. It was not fully inserted as the lens was partly stuck. There was no incision enlargement, no suture and no vitrectomy. A backup lens was used to complete the procedure successfully. The patient is fine. There were no infections. No additional information was provided to abbott medical optics.